Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci cardiac procedure on (B)(6) 2010. The legal document alleged that the patient's main artery was cut during surgery and she bled to death. The date of the patient's death was not provided. Intuitive surgical, inc. (Isi) was not provided with the operative report or the patient's medical records. There was no indication of a malfunction of the da vinci surgical system, instruments or accessories during surgery.

Manufacturer narrative:
Isi has not determined the root cause for the operative complication experienced by the patient and her subsequent demise. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the da vinci surgical procedure. No previous complaint was reported relating to this event. Isi has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The da vinci system serial involved with this complaint is unknown. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the legal complaint claimed that the patient sustained an injury to a main artery during a da vinci surgical procedure and subsequently bled to death. However, at this time, the cause of the patient's injury to the main artery is unknown.